Manufacturer narrative:
The technician found three brake casters were worn on the bed which was most likely due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance records on this bed in 2009 through 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the right foot brake caster would not hold in brake mode when pressure was applied to the brake caster. The bed was located in the bed shop at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).